Event description:
A physician reported a pt was initially skin tested prior to 1990 with negative results. In 1999 the pt was treated with bovine collagen, at the nasolabial folds, oral commissures, and cheeks without event. On 24 september 1999 the pt was examined and the physician noted bruising and "lumps" at the treatment site on the cheeks. The pt stated the symptoms were intermittent and could not give exact onset date. The physician thought the diagnosis might be hypersensitivity and administered a skin test to aid in making a diagnosis. No medical or surgical intervention was prescribed or planned. The pt called mcghan medical and confirmed that pt continues to experience the symptoms intermittently. Pt indicated that a flu-like fatigue usually occurs before and after flare ups. Pt indicated that the treating physician did prescribe oral benadryl. The pt went to a dermatologist who treated with injections of cortisone. After seeing several more doctors, pt settled on an allergist as the physician who will coordinate the care. This physician prescribed oral zyrtec and prednisone. The pt reported no other allergies and denies any personal or familial history of autoimmune disease.